Manufacturer narrative:
This event was reported in error and is being retracted. The event described on the initial report is not a reportable serious injury per gore's aortic reporting guidelines, md24757 section 6.3.1.

Manufacturer narrative:
Follow up report 2017233-2017-00273 #1 submitted on 5/25/2017 indicates that the initial report was submitted in error and the report was being retracted. However, additional information received 5/26/2017 indicates the event is now a reportable serious injury. Please refer to initial report 2017233-2017-00273 for additional information regarding this event.

Event description:
On (B)(6) 2017, coil embolization was performed to treat the type ii endoleak. The endoleak was reported to still be ongoing. No further adverse events were reported.

Manufacturer narrative:
(B)(4). Additional devices involved in this event: pxc121400/13774350, plc271000/13834459, plc271000/13834454, ceb231210c/11823263, hgb161207c/11891064. Concomitant medical products: patient medications - terazosin, atenolol, finasteride, ferrous sulfate, docusate sodium, vitamin d3, and aspirin. (B)(4).

Event description:
The following information was reported to gore through the ide study for the iliac branch endoprosthesis (ibe): on (B)(6) 2015, the patient underwent a staged left-sided coil embolization (non-ibe side). On (B)(6)2015, the patient underwent treatment of a right common iliac artery aneurysm and abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2015, a type ii endoleak from the inferior mesenteric artery and lumbar artery was identified. It was reported the aneurysm (aaa) measured 76.9 mm, the right common iliac artery (rcia) measured 35.7 mm, and the left common iliac artery (lcia) measured 45.3 mm. On (B)(6) 2016, the type ii endoleak from a lumbar artery was identified. It was reported the aaa measured 72.8 mm, the rcia measured 31.9 mm, and the lcia measured 30.7 mm. On (B)(6) 2016, the type ii endoleak from a lumbar artery was identified. It was reported the aaa measured 72.9 mm, the rcia measured 28.2 mm, and the lcia measured 26.3 mm. On (B)(6) 2017, the type ii endoleak from a lumbar artery was identified. It was reported the aaa measured 79.6 mm, the rcia measured 28.3 mm, and the lcia measured 25.2 mm. The endoleak is reported to be ongoing, and there have been no reports of intervention to treat the endoleak. No further adverse events were reported.